Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that their blood glucose is normally around 200 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window.